Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. A review of device history record has been initiated. If any new, changed or correction information is noted, a supplemental medwatch will be submitted.

Event description:
Documentation received from a patient representative alleges the patient has ¿patient experienced the events of ¿malpositioned¿, ¿painful¿, ¿demonstrated a poor aesthetic appearance¿, ¿loss of nipple sensation¿, and ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]¿. It was reported that ¿the losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device remains implanted. This medwatch record is for left side. See MFR # 9617229-2017-00458 for the right side.